Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was reported to be over 600mg/dl. The customer states they treated with pump. It was reported that the infusion set was not all the way. The customer was reported to have treated with injection. No further assistance needed.